Event description:
It was reported that during a laparoscopic ovarian cystectomy, adhesiolysis and tubal procedure, a brand new device was used. The surgeon used it to coagulate the vessel as usual and the "valleylab" diathermy setting is power level twenty. After few minutes, the surgeon found that the black rubber tube (insulator) behind the jaw was retracted and the metal part was exposed. This was potentially risk of the exposed part of the device to the adjacent organ especially bowel, bladder and ureter. Besides, the forceps were difficult to open again and it was only opened partially. So the surgeon used another brand's bipolar forceps to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.